Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 a consumer implanted with an implantable neurostimulator (ins) for spinal pain reported via a manufacturer's re presentative that the patient didn't feel bladder fullness or urgency when stimulation was on, and as a result their bladder would get full. Reprogramming was performed and the representative recommended for the patient to use groups for longer periods of time to see if the fullness happened on all groups. It was noted it was unknown if reprogramming resolved the issue since the issues didn't happen right away when stimulation was turned on and took awhile. The patient would have to try the different groups outside the clinic setting. On august 3, 2016 a nurse practitioner reported via a manufacturer's representative that the patient had returned to the clinic for a follow-up visit with the nurse practitioner and reported better relief with stimulation and no note of discomfort. The patient had claimed multiple kidney infections due to the stimulator. Reviewing the patient's primary care physician's notes, the patient had been treated for bladder infection before the ins was implanted but no treatment for infections since. The patient had been discharged from the clinic. The nurse practitioner did not feel that the patient's issues had to do with the stimulation as patient would say one thing but then contradict themselves frequently. The patient wanted the device removed but it was not planned at the time of report. On august 5, 2016 the patient reported that they were having trouble with their implant and were looking to find someone to remove the device. The device had caused them bladder problems, "like it irritates it," where they would have to go to the bathroom all of the time. The bladder and bathroom problems reported had reportedly occurred since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.